Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise. Programming changes were made. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was discharged after the procedure.